Event description:
It was reported that: this morning, during a declot of an av fistula, ¿the balloon came completely apart¿ from a (B) (4) from lot # 58819780 came off as the clot was being pulled from the vessel. The balloon was not retrieved from the patient. The patient had a run of pvc¿s, according to mr. (B) (6), but appears to be ok at this time.